Event description:
It was reported that restenosis occurred. In (B)(6) 2024, coronary artery disease occurred in the mid left anterior descending artery (lad) and was successfully treated with a 3.00 mm x 15 mm agent drug coated balloon. In (B)(6) 2025, the patient presented to the emergency department with symptoms of chest pain. The patient underwent lab tests, was advised to take medications and was discharged home. At the time of event, the patient was on clopidogrel. Two days later, the patient presented to hospital with recurrent chest pain and hospitalized for further evaluation and treatment. Coronary angiography revealed 99% in stent restenosis at mid lad. The 99% in stent restenosis at the mid lad was treated with a 2.50 x 30 mm agent dcb balloon. Post revascularization, the residual stenosis was noted as 0% with timi flow 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.